Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated shortly after second prime. The needle mechanism assembly showed no damages that would contribute to a needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined. Though no blood was observed on the device, during fluid path testing, a burr on the distal tip of the formed needle was observed indicating an inadequate hard cannula. No other damages or deficiencies were found that would contribute to bleeding or bruising at the infusion site. The inadequate hard cannula was confirmed to be the cause of the reported bleeding/bruising event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp1a.250505.005. Hardware: pixel 9 pro. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward and was not visible in the viewing window. When the pod was removed the cannula was visible, and bleeding was reported by the patient. No impact to the patient's glucose level was reported. The pod was worn less than an hour.